Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device replacement due to eri, the sensing on the atrial lead was less than desired upon interrogation. A capture anomaly was observed. The lead was found to be dislodged under fluoroscopy. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A complete lead was returned for analysis. The reported event of increasing capture threshold and decreasing sensitivity was confirmed. A full breach degradation of the outer insulation was noted at 20.5-20.6 cm from the connector pin. The cause o the reported event was isolated to insulation degradation.

Event description:
New information received notes that prior to the procedure, increasing capture threshold and decreasing sensitivity were observed.